Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, water removal ability does not meet the standard value. There were few additional findings. Adhesive on bending section cover had a crack. Adhesive on bending section cover, connecting tube and distal end cover had scratch. Universal cord had a dent. Connecting tube was wrinkled. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported poor water supply from the air/water flow system of the gastrointestinal videoscope. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
This report is being submitted for correction to aware date of the initial medical device report and additional information provided by the customer. The correct aware date of the initial MDR (manufacturer report number: 9610595 - 2023 - 03909) is feb 5, 2023. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the doctor noticed poor water supply during the upper endoscopy examination. The procedure was completed with the same device without any delay. The device was not inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging the nozzle could not be identified and the root cause of the issue could not be determined. The event can be detected and or prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ - ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ - ¿inspection of the water feeding function - 1 keep the air/water valve¿s hole covered with your finger. - 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.